Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited an undersensing episode which resulted in the patient's atrial flutter rhythm being sensed inappropriately. Programming changes were discussed but not made. There was no patient consequences reported.